Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was in a panic because their symptoms had gotten worse. The caller reported that the patient was seeing some improvement, but late last night and today their symptoms had gotten worse and the patient has been unable to completely empty their bladder. The patient was feeling like they constantly have to void and was having high urgency and pressure. The patient was unable to void except for very small amounts. The caller indicated that the patient had increased stimulation from 2.0 to 2.2 when the inability to void started. The patient had since decreased stimulation, but was still unable to void and prior to the start of the trial the patient was able to void fine, just very frequently and would have trouble voiding completely at night. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.